Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.

Event description:
It was reported that after pressing the blue button the blood would not transfer from the reservoir to the blood bag. This occurred after the first 200cc was collected. The patient could not be given this blood. No pre-donate blood or bagged blood was given. There were no adverse consequences reported.